Event description:
It was reported to philips that the system was booting up slowly. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint the philips field service engineer (fse) inspected the system on site and confirmed that the system was booting up slowly. Upon troubleshooting, corruption was detected on the pcs, and the switch experienced intermittent communication failures with other pcs, primarily due to power issues within the hospital. To resolve the issue, fse replaced ethernet switch and performed all the functional tests. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.